Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted after cardiac arrest. The left ventricular assist device (lvad) was interrogated, and multiple alarms were detected across both system controllers. Log files from the patient¿s primary controller and backup controller were sent for review. Log file review from primary controller (B)(6) showed that on (B)(6) 2025, prior to the driveline (dl) disconnect / controller swap, the event file captured an odd string of intermittent power cable disconnects along with low power events and odd voltage values. This appeared to occur predominantly on the controller white lead while on battery power but there are also times when voltage issues were occurring on the black lead. After the controller exchange and then returning to operating on (B)(6) the issues reoccurred. Advisory and hazard alarm was noted. Additionally, log files were submitted for review for backup controller (B)(6). Once operation was switched to this controller, the issues persisted. The patient was only connected to this controller for about four minutes.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 01nov2025 was reviewed. The log file captured intermittent power cable disconnect, low voltage advisory, and low voltage hazard alarms that were not associated with true power cable disconnections or routine battery depletion on (B)(6) 2025 from 11:24:53 to 16:13:44 due to the relative state of charge (rsoc) voltage fluctuating, causing the rsoc voltage to drop to as low as approximately 0 v and increase to a voltage above the expected voltage value. The atypical alarms occurred while connected to 14v batteries and occurred on the white and black power lead. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 23oct2020. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect, low voltage advisory, and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 ifusection 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery and battery clip. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables, batteries, and battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.